Event description:
It was reported that during an unknown ablation there was a broken needle.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? If yes, please specify and inform what was done to help the patient. No, the instrument was unpacked and immediately replaced. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Manufacturer narrative:
Pc-(B)(4). Date sent: 7/14/2022. Investigation summary. Since this occurred in switzerland, there is no call home available. Probe (b)((4) (0 uses) was investigated. The probe had visible heat shrink and thermocouple damage from the 7cm mark to the tip (see images). No further information was available. The root cause is unknown. Lot ml21086828 was reviewed (in process sn (B)(6)). Manufacture date: 9/13/21. Expiration date: 4/30/25. The cannula for probe sn (B)(6) failed the continuity test. This cannula was replaced. No further problems were seen during the manufacturing and testing of this lot.